Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the terrible pain, wires moved, and caused patient to fall had been resolved. The actions and interventions taken to resolve the issues were not specified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was keeping us updated. The patient said they went to see their healthcare provider (hcp) on monday and wednesday and they were going to discuss replacing the battery. The patient stated if they turn or move a certain way that they almost fall. They also stated they experienced shocking and jolting from the device. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Information references the other component of the system, listed above. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain/ non-malignant pain. Patient reported she had terrible pain and pressure on her spine around where the wires were. Patient stated it seemed like the wires have moved around and they're right on top of the bone. Patient was unable to walk around more than an hour or two before she had shocking pains and jolting that stop her dead. Patient stated this is what happened once and caused her to fall down the stairs. Patient stated she was bound to laying down and icing it. Patient stated she saw her hcp afterwards and had x-rays conducted but the hcp said everything looked fine. Patient has appointment with hcp next week and will discuss the issues reported. No further complications were reported/anticipated.